Manufacturer narrative:
Additional information: the device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that following a cataract surgery, the tip of the trocar broke during attempt to implant the stent from a trabecular microbypass stent system. Per report, the surgeon was able to remove the fragment from the operative eye intraoperatively. There was no report of patient injury, and a back-up device was used to complete the procedure. Additional information has been requested.

Manufacturer narrative:
The evaluation of the returned device was completed. An x-ray evaluation revealed that the cam assembly was activated twice and no stents were found. The trigger button motion was functioning as intended, and the device was able to actuate all remaining positions. The injector¿s splayed trocar was found broken at the splay. The broken tip of the trocar was not returned. This finding likely occurred during the surgical procedure. No damage was observed on the insertion tube v-slot. The trocar may have been biased during the deployment of the first stent, causing a bend in the trocar. Then, the second stent could have deployed and collided with the already bent trocar. The collision likely induced the trocar to break. It is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly per manufacturing procedure. If any of the frontal components were bent, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray per manufacturing procedure. If any of the frontal components were bent during x-ray, the unit should get rejected. Further evaluation found no other non-conformances related to the reported event. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified; however, the most likely cause is a heavily biased trocar during stent deployment. MFR# reference: (B)(4).